Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that this issue was not attributed to the lead. This lead was surgically abandoned. No additional adverse patient effects were reported.